Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. No patient consequence was reported. The needle did not fell into the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one foil, a loose needle and one suture pertaining to product code vcp1426h were received for analysis. In order to evaluate the conditions of the returned sample, the needle was examined for visual inspection and the swage area was as expected and with a small piece suture still attached to the needle. However, the end suture piece was noted to be cut. Additionally, one photo was provided and it showed a foil from top view with product code vcp1426h. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.